Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted an incomplete assembly between the patient line tubing to the cassette port, a dimensional per print assembly between supply line tubing and cassette port, and an insufficient tack weld. The reported condition was verified. The cause of the condition was related to manufacturing during the automation assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice cassette leaked from an unspecified location. This was observed during priming of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.